Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective dso sensor. The dso seal and sensor were replaced to resolve the issue.

Event description:
It was reported that the cassette is not detected, and the downstream occlusion seal is cracked. There was unknown patient involvement.